Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she went into hypoglycemia. Customer's blood glucose reading was 198 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received no button response due to corroded keypad traces. No button error alarm. Insulin pump was unable to perform operating currents due to no button response. Insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.